Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -14.00 diopter, implantable collamer lens tore during injection/delivery into the patient's left eye (os) on (B)(6) 2021. Lens stuck in cartridge or jinjection system. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. This resolved the problem. Cause of the event is reported as device.